Event description:
(B)(6). The indication for intra-aortic balloon use was "low co". While in the intensive care unit, the "highly experienced md" prepared the intra aortic balloon (iab) the standard way; puncture and advancing the guide wire without a problem. The sheath was inserted into the right femoral artery. When the md began inserting the iab into the sheath, half of the membrane was inside the sheath when the md noticed blood. The blood was proximal to the sheath; as a result, the md cleaned the blood up and continued with the iab insertion. More blood came through, and due to the oozing the md decided to withdraw the iab from the sheath. The md requested another iab to complete this insertion. Reference MDR # 1219856-2009-00539 for second report involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.